Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on her one touch ultra 2 meter. The patient mentioned that she tested on her meter on (B)(6) 2010 at 4:30 am and obtained a 120 mg/dl and less than 20 minutes later retested and obtained a 230 mg/dl. The patient ate more food/drink. The patient mentioned a couple of hours later, the patient began to excessively sweat. The patient did not seek any medical attention or self-treat due to the symptoms. While troubleshooting it was noted that the test strips were expired. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings, a couple of hours later she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.